Event description:
It has been reported to philips that, system was not able to make x-ray. System was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips remote service engineer (rse) evaluated the system and found that ippc was not starting. The engineer advised to verify if ippc is faulty by doing built-in self-test (bist) on other components that may cause this issue. Further actions were taken by customer¿s in-house engineer, not by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Device problem code was corrected.